Event description:
It was reported there was damage to an intracavity transducer identified while outside of use. The active part of the c10-3v transducer camera had peeled off and the electrical part inside the transducer was visible. The c10-3v transducer is associated with the epiq 7 ultrasound system at the customer¿s site. The transducer was removed from use. The philips field service engineer replaced the transducer to resolve the customer¿s immediate concerns. There was no patient or user harm associated with this event. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A thorough investigation was unable to be performed to determine the cause of the reported problem. The transducer was no longer available; therefore, no repair or evaluation data could be obtained. No additional investigation is possible.

Event description:
As part of CAPA 5677695, it was identified that retrospective review activities were warranted for intracavity transducer damage if physically split, fractured, or contains sharp edges on the transducer, regardless of whether the device is in clinical use. Philips ultrasound is reporting this complaint as part of the retrospective review completed for intracavity transducer damage. It was reported there was damage to an intracavity transducer identified while outside of use. The active part of the c10-3v transducer camera had peeled off and the electrical part inside the transducer was visible. The c10-3v transducer is associated with the epiq 7 ultrasound system at the customer¿s site. The transducer was removed from use. The philips field service engineer provided the customer with a quote for a replacement transducer to resolve the customer¿s immediate concerns. There was no patient or user harm associated with this event.